Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off when the sensor glucose value is low but the blood glucose reading is not. Customer stated when it needs to shut down, it does not. Customer stopped wearing it and mentioned she had a stomach surgery and her blood glucose was out of control. Customer treated with glucose tabs and declined troubleshooting for low blood glucose of 29 mg/dl and sensor glucose value of 250 mg/dl. Customer stopped wearing the sensor due to the readings not being accurate. Customer stated it was always 50 points off. Customer stated that it is not an issue with the pump, but only with the sensor not giving correct readings.